Event description:
The pt was injected in the tear troughs under the eyes and orbital rim on lower lateral corner. The pt allegedly developed swelling and felt water under eyes, "festoons". The pt was treated with warm compresses, massage, ultrasound, benadryl, and prednisone.

Event description:
It was reported that at six years post-op, a revision surgery was performed in order to convert from a hemiarthroplasty to a total shoulder arthroplasty. According to the reporter, during the revision surgery, the surgeon replaced the initial head and trunion and replaced the patient¿s natural glenoid. The reporter stated that the implant is stable.no further patient or event information was provided at the time of this report.

Manufacturer narrative:
The manufacturer's evaluation was conducted. The investigation confirmed that there are no related product issues. Device history record revealed nothing relevant to this event.the evaluation conclusion of this event is being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Manufacturer narrative:
Follow up communication with the event reporter provided additional information that there were no issues/problems with the head and trunion that the surgeon replaced. This procedure was a standard shoulder conversion due to wear and tear of the patients natural glenoid. The initial hemiarthroplasty surgery date was 2008. Patient's weight was requested but not provided.no further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the devices were received and an evaluation was conducted. Returned devices include a set screw, trunion and humeral head. The complaint was confirmed. Visually the returned trunion had no non-conformances and the humeral head had no deformities. The hex of the set screw is stripped. The cause of the event could not be determined from the information available and without the manufacturer's device evaluation. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. Upon completion of the manufacturers device evaluation, the potential causes of this event will be communicated to the event reporter. If additional relevant information is obtained from the manufacturers investigation, a follow-up report will be submitted.